Event description:
This female patient was involved in a reimbursement or compensation activity. The patient received essure. The report describes a case of device breakage ("implant was partially removed as it broke during implantation"). The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient started essure at an unspecified dose and frequency. On (B)(6)2016, 1 day after starting essure, the patient experienced device breakage (serious criterion medically significant), complication of device removal ("distal part remained in the tube. Pieces of the implant were removed with a plier."), device deployment issue ("on the right side, implant remained attached to the delivery catheter") and complication of device insertion ("placement was only performed on the left, insertion failed due to technical reason"). At the time of the report, the device breakage, complication of device removal, device deployment issue and complication of device insertion outcome was unknown. The relationship of device breakage, complication of device removal, device deployment issue and complication of device insertion to treatment with essure was not reported. The reporter commented: on (B)(6) 2016, essure had been placed on the left side: nothing to report. On the right side, insertion of the catheter: nothing to report. The surgeon was trained to essure procedure. He used to place 70 essure per year. Company causality comment: this solicited case report refers to a female patient of unspecified age, who was involved in a reimbursement or compensation activity and had essure (fallopian tube occlusion insert) inserted. On the right side the implant remained attached to the delivery catheter. It was partially removed and broke, regarded as "device breakage". The distal part remained in the tube and pieces of the implant were removed with a plier. The implant on the left side was placed without complications. This report is medically confirmed. "Device breakage" was considered serious due its medical importance and it is anticipated in the reference safety information for essure. Considering "device breakage" occurred in association with essure placement and given its nature, causality with the suspect insert cannot be excluded (related). The case was regarded as other reportable incident, as although the device breakage in this case did not lead to death or serious health deterioration this might have under less fortunate circumstances. A product technical complaint analysis is being sought and further information has been requested.